Event description:
A pt was receiving dopamine at the time the pump went into low battery alert. The pump continued to infuse until the battery was depleted causing a bad battery alarm stopping the infusion. The pt's blood pressure reportedly dropped to 40-50. The pump was switched out and restarted. The pt returned to pre event status. No medical intervention or pt injury occurred.